Event description:
It was reported that the patient presented to the clinic with report that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. Interrogation of the device with a programmer noted a battery depletion (bd) message. The battery status showed 14 percent remaining. An attempt was made to save a copy of device data for analysis, however, the data was not saved in a format that could be viewed. The field representative noted that the physician planned to schedule a device replacement procedure for an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with report that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. Interrogation of the device with a programmer noted a battery depletion (bd) message. The battery status showed 14 percent remaining. An attempt was made to save a copy of device data for analysis, however, the data was not saved in a format that could be viewed. The field representative noted that the physician planned to schedule a device replacement procedure for an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient presented to the clinic with report that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. Interrogation of the device with a programmer noted a battery depletion (bd) message. The battery status showed 14 percent remaining. An attempt was made to save a copy of device data for analysis, however, the data was not saved in a format that could be viewed. The field representative noted that the physician planned to schedule a device replacement procedure for an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.